Manufacturer narrative:
The ge service representative performed an on site investigation. The camera was focused and the batteries replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system poor image quality during a case with a large patient. The procedure was completed without incident. No patient injury was reported.